Event description:
It was reported the device was explanted on (B)(6) 20147. It was noted that prior to explant the patient was receiving good therapy with no issues. It was noted the reason for explant was since the implant date the patient had developed an infection of the pocket sit. It was noted that the patient was treated for the infection and will be implanted with another device at a later date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the patient recovered from their surgery without sequela and the infection cleared prior to implant. I was reported the patient has great coverage of low back and is happy with the results.